Manufacturer narrative:
Data logs were reviewed on 12-jan-2017, not 12-jan-2016 as initially reported.

Manufacturer narrative:
Per subsidiary, the parts will not be returned for evaluation. They already purchased network interface card (nic) cable and service engineer completed replacement onsite. Unit is now working fine. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). According to manufacturer subsidiary, it was suspected from intermittent power supply error. As a result from the issue, the customer restarted the unit and then it functioned normally. The customer continues to use the unit. The manufacturer technical support specialist reviewed the logs on 12-jan-2016 and confirmed the following: 'on (B)(6) 2016, the power manager was reporting supply voltage failure for power supply 2 (ps2) (under 21v). That would cause the battery cannot be charged error.' This complaint is related to (B)(4) / medwatch #1828100-2017-00035, 1828100-2017-00036, 1828100-2017-00037.

Event description:
It was reported that during the use of the device for a non-clinical activity, during charging, the battery cannot be charged. There was no patient involvement.